Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, due to sui and cystocele. It was reported that the patient underwent an incision of urethral sling and cystoscopy on (B)(6) 2011, due to urinary retention following sling placement. It was reported that the patient underwent an excision of mesh revision with placement of mesh on (B)(6) 2012, due to sui and vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.